Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed, as htl is an OEM manufacturing site. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd microtainer® contact-activated lancet were difficult to operate and the blades were not fully deploying.